Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was not confirmed. The fse completed electrical safety checks of the system, and all values were within range; earth bond and leakage passed for the cart and all universal surgical manipulators. The system was tested and verified as ready for use. An isi technical support engineer (tse) viewed the system logs and there were no errors noted for this issue. Gaps in the hospital's electrical safety measures and operating rooms electrical infrastructure may have contributed to the occurrence of a system glitch resulting in unintended electrical exposure during the power outage.

Event description:
It was reported that before a da vinci-assisted general surgical procedure, a scrub technician (st) was shocked when draping universal surgical manipulator 4 (usm 4). The site lost power, which was restored about 10-15 minutes later. The exact cause of the power outage is unknown; however, the site is known for experiencing numerous power outages. It was reported the facility is older and does not have adequate electrical safety measures in place to handle a lot of equipment. The schedule procedure required a lot of equipment, including: the robot, the anesthesia machine, c-arm, and an endoscopy tower. Once the power was back on, the robot was turned back on, and the st proceeded to re-drape the robot due to the inability to confirm sterility after the power outage. The st draped universal surgical manipulator (usm) 1 without any complications and proceeded to drape usm 4. While the st was moving their hands up halfway and pressing the port clutch button on usm 4 to attach the magnets on the proximal set up joint, they heard a noise, saw a general flash coming from the usm and then felt a shock in their left hand and jumped back about 2 feet. The st's hand started hurting and their fingers were moving back and forth. The st was sent to the emergency room (ER) where their hand was evaluated. No burn marks or physical injury was observed. However, the st's blood pressure was elevated, about 200 something (the st could not recall the exact number) over 95. Their blood pressure is normally 130-140/90 which is controlled by blood pressure medication. The ER discharged the st and authorized 1 day off of work. The st had an appointment with occupational health a few days later where they provided a hand brace. Occupational health did not make any accommodations for the injury, so the st is still working and is unable to scrub with a hand brace, so the hand brace is on and off and isn't being worn as prescribed. The st reports still experiencing pain, numbness and tingling, loss of strength in the hand and a tight wrist. The st is continuing to follow up with occupational health.